Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an unspecified low readings issue freestyle libre sensor. The caller reported customer developed symptoms of thirst, dizziness, nausea, light-headed, fatigue, and loss of consciousness. The customer went to hospital, a healthcare meter result of 578 mg/dl was obtained, and the customer diagnosed with hyperglycemia. The customer was treated with insulin, and monitored overnight. There was no report of death or permanent injury associated with this event.